Event description:
The physician achieved closure with the perclose a-t (the closer ak) device following a diagnostic procedure via the right groin. Angiography had revealed the arteriotomy site to be in the common femoral artery above the bifurcation. The pt was seen by the physician ten days following the procedure and complained of leg pain. Angiography revealed a "significant narrowing of the vessel at the previous catheter insertion site." A vascular surgeon was consulted and a surgical intervention to repair the occlusion was to be performed. Though requested, no additional info was provided.

Event description:
Subsequent to the initial medwatch submission, the following info was rec'd: a surgical procedure was performed in which the vascular surgeon located and removed "the perclose a-t (the closer ak) suture and arterial flow was restored. The arteritomy was repaired. The pt tolerated the procedure well and was discharged home.